Event description:
Follow up information received on 07 may 2019 from reporting physician. The event outcome was reported as "all healed. Back to full form and function."

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event of cellulitis was deemed to meet the serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The lot numbers were 100112877 with an expiry date of 28 august 2020; and 100115034 with an expiry date of 20 november 2020. The device history records for radiesse(+) dermal filler lot numbers 10112877 and 100115034 were reviewed. A lot search was conducted on the reported lots and no similar events were noted. No nonconformances were noted that would have contributed to this event. Additional device information: catalog number: 8063m0k2, lot number: 100112877, expiration date: 28 august 2020, unique identifier (UDI) number: (B)(4), device manufacturer date: 28 august 2018. Additional device information: catalog number: 8063m0k2, lot number: 100115034, expiration date: 20 november 2020, unique identifier (UDI) number: (B)(4), device manufacturer date: 20 november 2018.

Event description:
This spontaneous report was received on 28 february 2019 from an administrative assistant at a dermatology office via a merz sales representative concerning a patient of unknown age and gender who received radiesse(+). Medical history and concomitant medications were not reported. On (B)(6) 2019 the patient was injected with two (2) 1.5cc syringes of radiesse(+), one syringe in each hand. On (B)(6) 2019, the patient returned to the dermatology office with complaints of sudden swelling [swelling] and redness [erythema], in both hands and wrists. The patient experienced cellulitis [cellulitis]. Possible contamination [product contamination] was also reported. The patient was treated in the emergency room (ER) that same night. The treatment given was not specified. The outcome was unknown and the causality was not reported. The lot numbers were 100112877 with an expiry date of 28 august 2020; and 100115034 with an expiry date of 20 november 2020. The device history records for radiesse(+) dermal filler lot numbers 10112877 and 100115034 were reviewed. A lot search was conducted on the reported lots and no similar events were noted. No nonconformances were noted. Follow up information received on 01 march 2019 from the reporting physician via merz product complaints. A representative from the merz product complaints department contacted the physician regarding the possible return of the two (2) syringes due to the report of possible contamination. The physician confirmed the patient's gender as female. The physician stated that he had also treated the patient's hands for approximately 10 brown spots prior to injection with radiesse. He stated that he froze the patient's hands and used cryo surgery to remove the spots then injected radiesse. He felt that the patient did quite well. After leaving his office, the patient returned home and exercised, lifting weights with her hands. The date of injection was confirmed as (B)(6) 2019. The physician stated that the two (2) syringes were discarded into the sharps container and were not available for return. He stated that he would try to retrieve them but was discouraged from retrieving the syringes. The physician stated that he would contact the merz product complaints department if the syringes were retrieved. At the time of reporting, no further information was received. The product complaint number assigned was (B)(4). Follow up information received on 15 march 2019 from the reporting physician via merz follow up targeted questionnaire. The patient had no relevant medical history, no prior fillers and no relevant concomitant medications. The patient was (B)(6) at the time of event onset. The patient experienced moderate to severe swelling with warmth and erythema to the lower five (5) digits, full dorsal hand surface extending to the dorsal wrists bilaterally and bilateral hands. Blood cultures performed in the ER were negative. A final diagnosis of cellulitis/infection was reported. The patient was treated in the ER with doxycycline. The reporting physician treated the patient with zithromax (z-pak). The patient was not admitted to the hospital. The events were not considered permanent; however, it was reported that the treatment administered was necessary to prevent permanent damage. An event outcome of improving was reported. The reporting physician reported that the events were possibly related to radiesse(+).